Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was insufficient blood flow through the device and damaged or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the blood gas needle was found to be non-vacuum before blood collection."

Manufacturer narrative:
Investigation summary: material #: 364314. Lot/batch #: 2077222. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open seal as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open seal. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was insufficient blood flow through the device and damaged or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter. The customer stated: "the blood gas needle was found to be non-vacuum before blood collection."